Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09 oct 2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2017 with the following findings: review of the pump¿s alarm history revealed frequent low battery warnings and replace battery alarms. Short battery life was observed in the black box data. On investigation, the pump¿s electrical current draws were evaluated and noted to be high. The continuous glucose monitor board was disconnected from the pump and the pump¿s current draws returned to normal. The continuous glucose monitor board was drawing high current. The continuous glucose monitor board was noted to be intact and without damage.